Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : thirty-day outcome and vascular complications after transarterial aortic valve implantation using both edwards sapien and medtronic corevalve bioprostheses in a mixed population.

Event description:
This event is from a literature review identifying prostar xl devices used in transcatheter aortic valve implantation (tavi) procedures in common femoral arteries with fluoroscopy puncture with 18f sheaths that may be related to: arterial injury, bleeding, retroperitoneal bleeding, low hemoglobin (anemia) and using surgery closure, as well as, transfusion resulting in prolonged hospitalization. All patients punctured with ultrasound guidance. Specific patient information is documented as unknown. Details are listed in the article, titled: thirty-day outcome and vascular complications after transarterial aortic valve implantation using both edwards sapien and medtronic corevalve bioprostheses in a mixed population.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reported through the research article, a conclusive cause for the reported patient effects of anemia, hemorrhage and tissue damage, and the relationship to the product, if any, cannot be determined. The unexpected medical intervention, surgical intervention and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.